Event description:
On 07/17/1998 following a catheterization procedure, an angio-seal device was placed in a patient's groin. An unspecified amount of time later, the patient developed symptoms of vessel occlusion. The patient was taken to surgery. However, the patient was later transferred to another facility and underwent surgery there on 07/18/1998. According to the report, the device was identified as having been found in he patient's superficial femoral artery. As of 08/18/1998 there has been no further information provided to the manufacturer regarding this patient or event.